Event description:
It was reported that when using the bd pyxis¿ es server patients not showing up on server or medstations in multiple facilities. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported due to this event.

Manufacturer narrative:
D4 and h4: serial number, catalog, model, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the messages from cce were delayed by approximately two hours. A technical support specialist (tss) restarted carefusion coordination engine (cce) and related services after identifying that messages were stuck due to net. Tcp service interruptions, which caused delays in patient and order data crossing to server. Logs showed repeated connection failures between cce and server, likely related to proxy or network configuration changes following recent patching activity. After deploying the cce interface services utility and restarting required services, message processing resumed and timestamps aligned with current time. The customer confirmed data flow was restored and verified all net. Tcp and external messaging services were running, confirmed xml message statuses were current, and closed the case. The system functioned as intended after the technical support specialist troubleshot the device.